Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the spike was broken off of the drip chamber. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2017. Contact office address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a clearlink continu-flo solution set. The reporter stated that when they went to pull the spike out of the empty bag, the spike broke leaving the tip in the bag. The line was unable to be flushed. There was no patient involvement. No additional information is available.